Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured due to high pressure. No complications were reported.